Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) from 2000 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 3 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per pfs discrepancy noted: insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not availble. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received. Event "plaintiff did not undergo essure confirmation test" was added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not availble. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and medical record received. Reporter and patient demographics were added. Essure indication was added. Events perforation (other), vaginal bleeding, menorrhagia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.